Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system displayed a filament regulator error during a procedure. No pt injury was reported.